Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verio iq meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the meter issue occurred on (B)(6) 2018 at 06:00am. The patient manages his diabetes with fixed insulin doses and the reporter denied that the patient made any changes to his usual diabetes management routine in response to the alleged issue. The reporter detailed that at 06:20am on (B)(6) 2018 the patient developed a symptom of ¿nausea¿ and at 06:30am the reporter treated the patient with 12 units of novolin r insulin. The reporter stated that on (B)(6) 2018 at 06:40am the patient obtained a result of ¿495mg/dl¿ and at 06:43am obtained a result of ¿497mg/dl¿ on another meter. During the call the cca noted that the patient was using the correct test strips and the strips completely drew in the sample. The patient had followed the correct testing procedure and when the patient was walked through a retest the issue was not resolved. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.